Event description:
It was reported that the external pulse generator (epg) had a broken output connector. It was also reported the ventricular cable receptacle is broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricular output connector is broken. Analysis also found the upper case is dented and the lower case is broken. One side bail cover is missing and one side bail cover is broken. The ring cover and battery drawer are contaminated. Battery contacts are compressed. One side bail is missing and the ring is bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.